Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep), that a patient receiving hydromorphone (20 mg/ml), had a motor stall and tube set message. The motor stall occurred on (B)(6) 2015 at 19:16 and the pump stopped period may exceed tube set message occurred on (B)(6) 2015 at 19:16. The patient now had "lack of pain medication" and had an "other taste sensation". The patient would need to be transferred to another hospital and the pump replacement would occur "later this autumn" (no date reported). The patient was given oral pain killers and was at "home".